Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged receptacle) was confirmed. Upon evaluation, the belt receptacle was pulled from the j1001 connector. The root cause of the loose receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged.